Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events"

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer on cartridge labeling.